Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Suspect medical device: was changed from architect total b-hcg, catalog number 07k78-21, lot unknown to 07k78-30 lot 48900ui00. The customer indicated that a (B)(6) architect total (B)(6)result was generated. Information from the complaint indicated that the sample probes and wash zone nozzles on the architect i2000sr analyzer were dirty. The customer was advised that weekly maintenance needed to be performed and the probes and nozzles needed to be cleaned. No patient sample or reagent was provided for investigation. Customer complaint data was reviewed and no adverse trends were identified. Testing was performed on architect total b-hcg assay lot 48900ui00. All validity criteria met package insert specifications and assay parameters, demonstrating the ability of architect total b-hcg reagent list number 7k78-30, lot 48900ui00 to provide accurate results in a portion of the dynamic range. The certificate of analysis data and a review for non-conformances and deviations for lot 48900ui00 were performed. No issues were identified. The architect total b-hcg package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that an initial architect total b-hcg result of 1184 miu/ml was generated. The sample was repeated and a negative result was generated. The sample was repeated again and a negative result of 1.2 miu/ml was generated. There was no report of impact to patient management.